Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that experienced seizure from low blood sugar. Customer state that the insulin pump was reading 70 mg/dl and would not have seizure unless blood glucose reading was in the 40's. Customer stated that blood glucose was tested and the reading was 51 mg/dl. Attempted to reach out to customer to go over the sugar glucose versus blood glucose issues. Left a voicemail and advised customer to call helpline for immediate assistance. The insulin pump will not be returned for analysis